Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) -year old caucasian female patient underwent primary breast reconstruction with mentor smooth round moderate plus profile 375cc saline breast prosthesis. Deflation of the right breast prosthesis was identified. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
On 7/27/2018, the mentor failure analysis lab has received the device for evaluation. Mentor became aware that the correct date of implantation for the suspect medical device was (B)(6) 2011. Mentor also became aware that the replacement device was a smooth round moderate plus profile 375cc saline catalog: 3502375 lot: 7313969 sn: (B)(4). Device investigation summary: upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Product evaluation discovered a rent measuring approximately 0.2 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record (DHR) for the lot number 6477271 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).